Manufacturer narrative:
The reported loose component was confirmed on the returned controller ((B)(4)). Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to a loose connector on power port one of the controller. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The manufacturer and supplier have opened an internal investigation for controller lose connectors. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that there is a loose power connection at port 1 of the primary controller. It was replaced with the backup controller by the vad coordinator during clinic visit. Pump flow 5.9, speed 2600rpm, power 3.9w, bp 96/71(80), hr 79. No alarms have been logged. The patient tolerated the exchange well.